Manufacturer narrative:
D11: infusion set: autosoft 90.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 11:06:11 pm to 11:21:11 pm on (B)(6) 2020. Continuous glucose monitor (cgm) value of 51 was recorded at 11:51:14 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 11:06:11 pm on (B)(6) 2020. ¿ the user made the following bolus request(s): time: 7:32:06 pm date: (B)(6) 2020 iob: 0.00 carbs: 45.00 correction included: no requesting a larger bolus than required may lead to a low glucose event. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 6:01:10 pm to 6:36:10 pm on (B)(6) 2020. Continuous glucose monitor (cgm) value of 46 was recorded at 6:46:10 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 5:56:10 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 2:16:30 pm date: (B)(6) 2020 iob: 3.78 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s): time: 12:09:31 pm date: (B)(6) 2020 iob: 0.00 carbs: 65.00 correction included: yes requesting a larger bolus than required may lead to a low glucose event. ¿ the algorithm made the following auto-bolus request(s): time: 4:29:06 pm date: (B)(6) 2020 iob: 0.00 carbs: 0.00 correction included: yes these boluses were adjusted by the algorithm based on current glucose and iob. Continuous glucose monitor (cgm) value of 53 was recorded at 9:21:10 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 9:21:10 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 8:17:24 pm date: (B)(6) 2020 iob: 9.85 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 7:59:27 pm date: (B)(6) 2020 iob: 2.14 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the algorithm made the following auto-bolus request(s): time: 4:29:06 pm date: (B)(6) 2020 iob: 0.00 carbs: 0.00 correction included: yes; time: 7:33:22 pm date: (B)(6) 2020 iob: 0.00 carbs: 0.00 correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experience a low blood glucose (bg) level of 35 mg/dl; cause was unknown. The customer had a decreased level of consciousness and emergency medical services (ems) administered a glucagon injection to address bg. Customer technical support determined the pump was functioning properly and advised customer to contact their health care provided to address bg levels.